Event description:
On (B)(4) 2014, abbott point of care (apoc) distributor repair center was contacted by a customer who reported that analyzer sn (B)(4) would not activate. The analyzer was returned for repair and during failure analysis preformed on (B)(4) 2014 a burnt capacitor (c26) was discovered. Apoc has determined that the component failure identified within the analyzer circuitry may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. Based on the information available there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).